Event description:
During review of the in-house programming/diagnostic history database, it was observed that during interrogation on office visit on (B)(6) 2009 the patient's settings were different than what were programmed at the same office visit. The settings found were indicative of a faulted diagnostic test which occurred on (B)(6) 2009. The physician corrected the settings; however, the settings were not changed to the intended settings, but were changed to non-efficacious settings. The device was not interrogated prior to the patient leaving the office on (B)(6) 2009 as recommended by device manufacturer to ensure the device is at the correct settings; therefore, the patient left the office at non-efficacious settings. There was no programming history available that showed that the device has been reprogrammed to efficacious settings. No patient adverse events were reported.

Manufacturer narrative:
Analysis of programming history.